Event description:
It was observed during device evaluation, that the colonovideoscope displayed an e227 scope communication error message and foreign material was found on the grip, control section. Right/left knob, up/down knob, remote switch box, plastic distal end cover, insertion tube and universal cord. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e227 error message was an corrosion of the plug unit. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.